Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer was opened but cubie not recognized. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system drawer was opened but cubie refused to close. The field service engineer found the bent needle used to break it open lying beside failed pocket. I removed both the cubie and the ¿tool¿. Rebooted and recovered the failure. The system functioned as intended after the field service engineer troubleshot the device.